Manufacturer narrative:
(Revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion at t9/s2 due to kyphoscoliosis developed proximal junction failure, post-op, compression fracture occurred at t9. The reoperation for extending to t3 was performed. The product came in contact with the patient. No device malfunction was reported. No patient complications were reported.